Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During a left ventricle lead implant, a coronary dissection occurred with no intervention needed. The lead could not be implanted due to difficulty entering the coronary sinus when using a non abbott (medtronic) catheter. When the lead was finally advanced into the coronary sinus, a dissection was noted via contrast injection and fluoroscopy. No intervention was needed to treat the dissection. The decision was made to switch to a lbbap (left bundle branch potential) and a lead was implanted in the left bundle area instead of in the cs and the patient is in stable condition.

Manufacturer narrative:
Additional infomation: g3, h2, h3, h6. The results of investigation are inconclusive as the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information provided, the cause of the reported dissection remains unknown.